Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. This report includes the device evaluation. Upon startup of the ventilator, the device issued a "panel connection lost" alarm, indicating an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). Consequently, both esm boards (ip and vu) were replaced. Following the replacement, the user attempted to install the software , but it was discovered that the compactflash (cf) slot was damaged. This slot allows the card to be inserted and connected to the device, enabling various functions such as: upload/install software and export data. Consequently, due to the damaged cf slot, the ip motherboard was replaced. Following the replacement of the three components, the device functioned as intended. In the event that the same problem (panel connection lost) arises during ventilation , the therapy might be affected and therefore a potential deterioration in the patient's state of health cannot be excluded. Therefore, this event is considered reportable.

Event description:
Hamilton medical ag received the following description: according to the information received from the customer, the device alarmed with panel connection lost alarm. Additionally, it was observed that the cf slot was damaged. No patient involvement.